Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user was hospitalized on (B)(6) 2025 due to hyperglycemia with a blood glucose (bg) level greater than 400 mg/dl. The user's spouse reported that the ilet pump failed to power on. The user was admitted to the hospital and treated with an intravenous (IV) insulin drip. No immediate or long-term health effects were reported. The ilet has been replaced.